Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating a 18.5 diopter toric lens was exchanged for a 19.5 diopter toric lens due to blurry vision and hyperopia. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was explanted in a secondary procedure after four months of initial implantation. The clinical reason for the explant was hyperopia. Additional information has been requested.